Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple temperature alarms while charging the pump with non tandem charging supplies. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 225 mg/dl. Reportedly, the alarm cleared, and the customer continued using the pump for insulin therapy.